Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site. The fse completed a system verification and found no issues with the da vinci system. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted thymectomy procedure, an unspecified adverse event occurred. At the time of the event the da vinci system was not docked to the patient. What occurred and the severity of the event are unknown. It was reported the da vinci system did not cause or contribute to the event. Multiple attempts to obtain additional information have been made; however, it has been reported any information regarding the event cannot be shared with intuitive surgical, inc. (Isi) at the moment.